Event description:
Pt was removed from ventilator in preparation for transport to o.r. Respiratory therapist attached ambubag with peep valve to endotracheal tube and began to ventilate pt. Therapist noted that it was becoming progressively harder to bag pt with each breath. After 3 breaths, ambubag was removed and pt was placed back on the vent. Therapist found the peep valve to be frozen in the closed position which would have allowed inspiration to occur but prevented expiration. Immediately after being placed back on vent-high pressure alarms occurred. Pt was found to have a pneumothorax and a chest tube was inserted.